Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, at first firing the reload was connected to the power handle which was set up properly, when the green button was pressed to fire, the device could not be fired. The power handle was set up again, but the problem was not solved and the device could not be fired, so a manual handle was opened and the procedure was completed without delay. There was no patient injury.